Manufacturer narrative:
After the initial report it was determined that (B)(4) was a duplicate of a previously reported event. Please see incident no.: (B)(4) , medwatch no.: 3010536692-2016-00329. Please void the initial report for medwatch no.: 3010536692-2017-01452 .

Event description:
Allegedly, patient revised due to broken neck.